Event description:
It was reported that this patient was admitted to the hospital after receiving (8) 41 j shocks, with several untreated episodes from this implantable cardioverter defibrillator (ICD) device with a code 1005, indicating an open circuit condition detected during shock delivery and high out of range shock impedance. The physician reported that this patient has an lvad. A request was made to have data from this device analyzed. A rhythmcare specialists reviewed device data and provided recommendations for replacement of the right ventricular lead. At this time the model/serial of the rv lead has not been provided. This device remains implanted. No additional adverse patient effects reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier number and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.